Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal was cut and disengaged. Only the trocar and obturator were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, while the device was inserted in the abdomen, the leakage of carbon dioxide occurred when a permanent clip applier was inserted thru the trocar, the valve of the trocar was ripped off and the leakage started. They changed the device to resolve the issue and complete the case. No patient injury.